Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
An intuvie employee spoke to the patient, who reported that the pump was leaking from the distal end of the cassette during infusion. The patient was advised to power down pump. Medication being infused was unknown. No patient injury reported.